Event description:
Dealer stated that the end user reported that he was in his (B)(4) power chair, rolling through a crosswalk when he was hit by a car. User sustained some broken ribs. The power chair was not at fault, the driver of the vehicle didn't yield to the pedestrian. Reporting based on serious injury.